Event description:
It was reported that the patient had an inappropriate shock due to oversensing of t-waves and noise. Also, it was noted that the induction testing failed at implant over one year ago. Technical services discussed some programming options. The clinic has now reprogrammed the device. The doctor may schedule a system replacement to a transvenous system. There were no additional adverse patient effects. The system remains implanted.